Event description:
When the implant box was opened, it was labeled as a straight stem but inside the box was a curved stem. This caused a surgical delay of 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.